Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen would become dim without the customer interacting with the pump. Customer's blood glucose was 78 mg/dl. During troubleshooting with tandem technical support, the pump was functioning as expected.